Event description:
The unit no longer lights up as well as no longer has any audible alarms and the unit is lagging when the compressor engages and is taking a longer then usual time to warm up.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.